Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. (B)(4). On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to pull the analyzer forward and to check the waste tubing which connects at the bottom of the analyzer. The customer stated that the tubing was not completely secured onto the barb. The fse advised the customer to re-secure the tubing onto the barb and to dry the area with a paper towel. The customer was also advised to run the pump while checking for leaks. No leaks were observed. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(4) 2017, which included data from 30-july-2016 through (B)(4) 2017. There was one similar complaints identified for low pressure during the searched period, which includes this event. The g8 operator's manual under section 2.5 connections and chapter 6 troubleshooting are as follows: 2.5 connections: waste tube: insert the waste tube firmly into the waste port located on the bottom of the main unit. Securely tighten the waste tube with the tie wrap provided in the accessory box. Insert the other end of the tube into the waste bottle. Note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level. When changing the analyzer location, make sure that the tube is not loose, broken or bent and that the waste liquid drains unobstructed. The sample loader must also be temporarily disconnected when changing the analyzer location. Please contact the authorized representatives. If the waste tube is bent and waste liquid cannot drain, the sample dilution may not be accurately performed during the assay. Keep the waste tube end above the top of the waste liquid. Chapter 6 troubleshooting: 101 pressure low: the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The most probable cause for error 101 pressure low and the leak was the waste tubing was pulled from the bottom of the analyzer.

Event description:
On (B)(6) 2017, a customer reported a leak on the g8 instrument. The customer was unable to locate the leak and fluid was on the countertop. The customer also reported a sporadic error 101 pressure low. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.